Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer was unsure how the pump screen became cracked. Customer reported that the pump was still functional. The customer's blood glucose level was 148 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.